Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the system shut down on its own during preparation of the system. There was no patient involvement.

Manufacturer narrative:
The customer reported that the system shut down on its own during set up. There was no patient involvement. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on january 31, 2008. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).